Event description:
Procedure: wedge resection. According to the reporter: staples did not completely form especially at the distal end of the loading unit. The instrument could not be removed from the tissue. The instrument was resected with a cautery device and the staple line was over sewed.